Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor fractured. The outer tubing overlay had blood/body fluid on it, was melted, and had cosmetic environmental stress cracking. The outer tubing was kinked/buckled and had environmental stress cracking breach (non-electrical). The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the lead had ligature near sleeve and there was a high impedance. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.